Event description:
Product was to be used to warm infant's heel prior to a capillary stick. When bag squeezed by instruction, bag exploded from the top and contents splahsed into employee's right eye causing injury. Also splashed in hair and forehead of arnp and witnessed by another rn. Contents burned hole into arnp clothing.